Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that the issue was caused by multiple stopped or malfunctioning services on both the application and report servers. This led to err_connection_refused errors in pes and hsv, outdated messages in the site query, and a patient interface warning on the station. A technical support specialist restarted critical services including the .net service, external messaging, and pyxis external inbound processors, processing 930 messages, though the issue persisted. Iis app pools were recycled on both servers, and stopped services were manually started¿pes, pyxis-identity-server, and pyxis-platform-service on the application server, and the default website on the report server. Hsv and pes were confirmed to have launched successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, all devices are not communicating, platform evaluation server is not accessible and can't reach the page. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.